Event description:
The facility representative contacted baxter (B)(4) to report a folfusor in which a patient that had an oncology home treatment came back to the hospital with the device that was still completely filled. There was a no flow that occurred. The device was filled with approximately 4 grams of 5-fluorouracil. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.